Manufacturer narrative:
(B)(4). The unit was returned and nothing was found that would have caused or contributed to the reported event of self-activation that resulted in a patient burn. The unit was cycled for two hours, and it was determined that no unexpected activation occurred. The customer reported that the monopolar 2 port could not be activated with the footswitch. The monopolar 2 activation via a footswitch is not a feature of the forcetriad. The footswitch is only compatible with the monopolar 1 port. The generator was found to function normally and within specification as received by covidien.

Event description:
The customer reported that the generator was in use with non-covidien accessories when it self activated and no tone was heard causing a pt burn. The burn was the size of a cigarette burn, and was excised, and stitched. When the biomed tested the unit after the case he noted the monopolar switch #2 would not activate the footswitch but would activate by handswitch.